Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 12mm. A 3.00x12mm liberte stent was implanted. A dissection occurred in the target lesion. An additional liberte stent was implanted to treat the dissection. Residual stenosis was 0%. The stenting procedure was a technical success. The patient was discharged nine days after the index procedure without angina or silent ischemia. Medications were asa 100 indefinitely and clopidogrel 75 mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.